Manufacturer narrative:
H3: product analysis #(B)(4): equipment used- video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition- the axium prime device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened axium prime outer carton; within a dispenser coil and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found secure within the coupler tube. The break indicator was found intact. No evidence of detachment attempts was found at these location. The coin was found still against the lumen stop. The shield coil and implant coil were found undamaged within the introducer sheath. Testing/analysis ¿ an in-house instant detacher was used to detach the axium prime implant coil, which failed to detach the device. The break indicator was broken distal to the kink and the release wire was retracted, detaching the implant with no issues. The release wire was found stuck within the pusher proximal to the break (at the kinked location). No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed as the device was returned with the implant coil still attached. The likely cause of the non-detachment is the kink found on the pusher, causing the release wire to become stuck. The device was successfully detached by retracting the release wire distal to the kink. Possible causes for pusher kinking are advancing coil against resistance or damage during preparation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had a small carotid aneurysm. The patient¿s vessel tortuosity was normal. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The coil did not detach as it should. Three attempts were made to detach the coil using the instant detacher. The physician did not try to detach with another instant detacher. No manual methods were attempted. No issues were noted with the instant detacher (lot number b552452). Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil did detach from the delivery wire during the procedure. The product was replaced with another 3x6 coil and the patient was successfully treated. No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed. The event did not lead to or extend hospitalization. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's blood flow was normal.